Event description:
It was reported that customer experienced a low blood glucose (bg) level ranging from 46-50 mg/dl which resulted in a visit to the emergency room and a loss of consciousness. The cause of the low bg was not known. Customer received carbohydrates to resolve low bg. Reportedly, the customer was discharged the same day with the issue resolved and no permanent damage reported. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.